Manufacturer narrative:
The pump passed the self-test, active current test and sleep current test. All buttons function properly. No unexpected battery power loss or keypad anomaly noted during testing. Back light anomaly working properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerted on (B)(6) 2025 16:08:00, (B)(6) 2025 13:16:00, (B)(6) 2025 23:11:00 and (B)(6) 2025 14:19:00 were found in the history files or traces. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2025 16:08:00 after more than 7 days at 7.9 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 13:16:00 faster than expected at 3.58 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 23:11:00 after more than 7 days at 8.23 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed, suspecting hardware issue. Keypad anomaly and back light anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly, replace battery now alarm and backlight anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer states the pump was neither dropped nor exposed to moisture. Buttons remains unresponsive in spite of inserting new aa battery. Instructed customer that pump will be replaced. Troubleshooting was performed for replace battery now alarm and backlight anomaly allegations. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.